Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team identified a software issue where the mpr¿s (multi-planar reformatting) are rendered with a ¿backward¿ sweep direction, causing the orientation of certain mpr¿s to be reversed from the expected orientation. A solution has been developed for inclusion in an upcoming software revision. The ultrasound system is in service with no additional similar issues reported.

Event description:
A customer reported an epiq 7g ultrasound system had transposed images during freehand 3d mode use. According to the customer, a fibroid was incorrectly represented on the left portion of the patient¿s uterus rather than the right. However, the procedure in progress was completed successfully using the same system and transducer in a different imaging mode. There was no patient or user harm associated with this event.